Manufacturer narrative:
During routine review, this report was reevaluated. At that time, the decision was made to file a report based on the information received.

Event description:
Procedure: visceral. Reportedly, the staple was applied and does not hold the tissue. The staple is loose and can "fly" into pt's abdomen. A similar device was applied. There were no reported adverse effects to the pt.